Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula, obturator, envelope seal were not received. The white gasket seal for the trocar was disengaged. The flip top converter was received. The top of the trocar was received, the circular seal appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged white trocar gasket may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device¿s seal damaged. When the surgeon used the specimen retrieval bag (large), they realized the white rubber seal was missing since the trocar kept having air leaks. They looked in the cavity and they found it and retrieved with graspers. This had happened before with the same trocar code so they knew what the problem was. The issue occurred on the last step of the procedure. There was no injury caused to the patient and no medical intervention was required.